Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis therapy. On the same date as onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin (2 grams; frequency, route and duration not reported) and fortasec (1 gram daily for fourteen days; route not reported) for the peritonitis. Seven days after onset, the patient died due additional causes that were unrelated to the baxter devices being used for therapy. It was unknown if the patient had recovered from the peritonitis event prior to death. Dianeal therapy was ongoing until the time of death. It was not reported if the patient was connected to the device at the time of death. It was not reported if an autopsy was performed. Additional information is not available at this time.